Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Three endurant stent grafts etew2828c82ej , etew2424c82ej , and ettf2323c70ej were implanted during the endovascular treatment of an aaa. It was reported that a non-medtronic bifurcate stent graft and three endurant ii stent grafts were inserted and deployed without any issue. However, when docking the etew2828c82ej , the trigger could not be pulled to retract the front grip. Docking was performed while rotating the device, which was removed successfully. There were no issues with etew2424c82ej and ettf2323c70ej . Per the physician, the cause of the event is undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Product analysis the stent graft was deployed prior to receipt of the device and was not received for analysis. Device returned with external slider in the home position. A kink was evident to the spiral member with deformation evident to the graft cover at the kink site. Scratched were evident to the taper tip. The trigger partially retracted when pulled back but did not return to the home position when released. The external slider was disassembled and a scratch was evident to the inner sleeve, the scratch lined up with the end of the spring. A small burr was evident to the end of the spring. The trigger moved freely until the end of spring became lodged underneath the trigger. No other deformation evident to the remainder of the device. The reported trigger movement difficulties could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.